Event description:
It was reported that during a procedure of the moderately tortuous, heavily calcified, 90% stenosis, concentric, de novo lesion of the right coronary artery (rca), after performing intravascular ultrasound (ivus) the 3.5 x 23 mm vision stent was delivered directly to the lesion. During the third inflation at 16 atmosphere (atm) the stent delivery system balloon ruptured. A 3.5 x 15 mm non-abbott device was used for post-dilatation and the procedure was successfully completed. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Add'l devices: guide wire: neos soft; guide cath: brite tip jr4 6f. Device coding: (B)(4) - improper or incorrect procedure or method; no pre-dilatation. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the instructions for use (IFU) states to pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter. In this case, it was reported that the vision stent was delivered directly to the lesion. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.